Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Based on the information provided, the reported difficulties appear to be due to circumstances of the procedure. The failure to advance and stent dislodgment were likely due to interaction with the anatomy which was described as heavily calcified. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification and moderate tortuosity in the left common femoral artery. Pre-dilatation was performed. An 8.0 x 59 mm omnilink elite stent system was prepped per the instructions for use (IFU) and attempted to be advanced; however, the stent delivery system failed to reach the lesion and the stent dislodged off the balloon. The balloon of the omnilink elite stent system was able to retrieve the dislodged stent and implant the stent partially in the target lesion and partially in healthy tissue. A new 8.0 x 39 mm omnilink elite stent system was then advanced and resistance due to anatomy was felt and the stent was deployed in the proximal half of the first implanted stent. Therefore, a dilatation was performed with an 8mm unspecified balloon to treat the lesion. The final result was okay as there was enough blood flow in the vessel and the patient is doing well. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.